Event description:
Pacing impedances were greater than 3000 ohms for four consecutive days. Intermittent noise was also seen after lv events via home monitoring. The lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.